Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: some of the clips looked good and then fell off. The issues with the clips were happening in the first few clips that were deployed from the device.

Event description:
It was reported that during an unknown procedure, the clips are scissoring. Same like device used to complete the case. No patient consequences were reported. This is all the information available. No device returning.